Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead electrode outer coating was observed to have twisted insulation. The lead was not used and replaced. The patient was in stable condition.